Event description:
It was reported that during the right video-assisted thoracoscopic segmentectomy. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Used suture to over-sew. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
Pc-(B)(4). Batch # u5ct1m. (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with two reloads ecr45w & ecr45g loaded on the device. The ecr45w was received fully fired. The ecr45g was received partially fired 1/16. Further analysis shows a protruding staple with a leg bent on the proximal end, where the sled stopped and the cartridge deck on this area was noted damaged. The device was tested for functionality in the straight position with returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the protruding staple noted on the reload did not form a "b" shape due to the condition noted of the staple leg and the deck. The partially fired is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The damage to the reload deck is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.